Event description:
The consumer reported that they were unable to recharge their implantable neurostimulator (ins). The patient had been trying to recharge since the friday prior to the report and the ins was only charged a little bit. The ins battery was so low that the device shut off. They tried to recharge at the time of the report and placed the recharger on their back with the recharger belt as tight as possible. The patient had no coupling boxes shaded. Best practices for recharging were reviewed including antenna positioning and the patient was then able to get full coupling. The patient was told to charge until the ins was at least 1/4 full and then they would be able to turn on their ins. The patient also noted that their right leg curled in and they were having problems with their left leg. The patient had problems walking and was using crutches. The patient was using a brace on their leg. The patient's right hand was also shaking when they tried to eat. The onset of these symptoms was noted to be gradual. The patient's device was implanted to stimulate the nerve in their right leg as the patient had nerve damage in their perineal and superficial branches. The patient had reflex sympathetic dystrophy in both legs. There were no new falls, activities, or trauma associated with these issues. No in interventions or outcome were reported regarding this event. The patient later called back and stated that she had been trying to contact an hcp that would help restart the device. The doctor referred her to a surgeon to replace the ins, but it is unknown if this procedure ever occurred. The patient reported having difficulty finding a new hcp after she moved that would take her insurance and take over responsibility of her device. The patient also described new symptoms related to the concerns she earlier had about her hand. She claimed that 2 months ago she was driving and "her mind was not registering what she was intended to do." She claimed her left hand became paralyzed and there was "something going on" with her feet. She was later taken to the hospital in an ambulance and en route described her right hand also becoming paralyzed. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.